Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a the mildly calcified popliteal artery. The 5.0x120mm absolute pro stent was advanced to the to the target lesion and attempted to be implanted; however, the thumbwheel became jammed and only partially deployed. The handle was dissembled and attempted to be deployed manually, but was not successful. After various manipulations the partially deployed stent moved back about 5 cm in the popliteal artery. The 7fr unspecified introducer was then removed from the right primary iliac artery, with no effect on the stent deployment and then advanced into the left common femoral artery. This allowed for the stent to be deployed manually, although position too high (5 cm back). A second 5x60mm absolute pro was implanted in addition at the level of the uncovered popliteal portion and was deployed without issue. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was unable to be replicated in a testing environment due to the condition of the returned device. The reported malposition of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues and manufacturing corrective actions have been identified and implemented for each of the identified causes.